Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "swelling", "induration" and "sensation of pressure" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with 1 ml of juvéderm® volift¿ with lidocaine in the lips. 3 months later, patient experienced "severe swelling (at least to three times the size after injection)", "severe induration", and "sensation of pressure." Treated with cortisone. Symptoms resolved 4 days after onset.